Manufacturer narrative:
The investigation into this event is currently in process. Additional / clarifying information has been requested from the physician and the hospital; none received thus far.

Event description:
Approximately three weeks following implantation of a viabahn device, the pt presented with a thrombosed viabahn device. The physician called to inquire if removal of the device was required. Information received on 6/29/10 indicated that the device remains implanted. One day later, a bypass graft was implanted.